Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of oversensing noted due to noise on the right ventricular (rv) lead which resulted in pacing inhibition. The patient experienced an asystole but was asymptomatic. After presenting in the clinic, a palm to palm press provocative test was performed, which reproduced the oversensing episodes. The suspected cause of the oversensing was insulation damage. The device was reprogrammed as an interim solution and the patient was admitted to the hospital to await a lead revision procedure. On (B)(6) 2020, the rv lead was capped and replaced to resolve the event. The patient was in stable condition.